Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did 19 sutures broke during this one single procedure? Please kindly clarify. The sales rep corrected that the actual qty involved was not 19 but 1. Thus, please change ""qty involved"" in ip from 19 to 1. Are 19 unopened samples been returned? One affected product and 18 unopened products will be returned. No further information will be provided: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4).

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 06/07/2021. Additional h6 component code: g07002 ¿ reported condition not confirmed. Additional h-3 summary: visual analysis of the returned sample determined that one opened sample of product code sxpp1a201 was received for evaluation. Upon visual inspection of the opened sample the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and some barbs present damaged and body fluids. And the suture was cut appears to be by use of the surgical instrument. The product code sxpp1a405 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Representative samples: visual analysis of the returned samples determined that an empty opened box, a sealed box with twelve unopened samples and three unopened samples of product code sxpp1a201 was received for evaluation. Visual inspection of unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area wad noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.